Manufacturer narrative:
Device evaluation: complaint device was not returned for analysis. Therefore the complaint cannot be confirmed.   A review of the manufacturing records was conducted. The manufacturing production order (po) shows the devices were manufactured within specifications. The units were released according to specification. There is no associated deviation or non-conformity report for this complaint. The in-line optical inspection data shows the lens is within power specification and the lens met the specified cosmetic requirements. A review of the complaints related to the production order was performed and the results revealed no other complaints for this order number. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing record review, complaint data review and labeling review, no product deficiency was identified. The information, although limited, does not indicate any relationship of the complaint with product design or manufacturing. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Exact date of event is unknown, patient experienced the halos and dark peripheral shadows right away. The ghosting wasn't clued into until after the second surgery on (B)(6) 2016. If explanted; give date: not applicable. There is no indication at the time of this report that the lens has been explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
After implantation of a zkb00 intraocular lenses (iol) in both eyes, a patient experienced halos and dark peripheral shadows, blurriness and ghosting. Reportedly, the patient has read literature, medical reviews and the issues she is experiencing are documented side effects of multi-focal lenses - the main items being, nighttime halos, negative dysphotopsia (dark peripheral shadows) and ghosting; the patient finds ghosting the most frustrating. The patient did not clue into "ghosting" until after the second surgery. Patient experiences the edge of pictures having a ghosting effect and also reports fuzzy experience. The patient does not know if the halos is the reason for her ghosting experience. Reportedly, patient believes that the surgeon performed perfect installation of the lenses and her experience has something to do with the nature of multi-focal lenses and not a medical issue. The patient is wondering if concentric rings of the lenses cause the ghosting somehow, and if she could wear any kind of glasses to reverse the effect. Reportedly, the patient's vision itself is very good or perfect when she drives or looks at the world around her or when she looks around the house and has no difficulty with the night time halos compared to other things and has no issues with seeing colors. The patient has scheduled an appointment with her doctor to discuss solutions. No further information was provided. This report represents the lens implanted in patient's left eye. A separate report is being filed for the lens implanted in patient's right eye.